Event description:
A consumer reported that following bilateral intraocular lens (iol) implant surgeries, the lenses rotated off axis two days following implantation causing blurry vision. The left lens was realigned approximately one week after initial implantation and her vision has improved. The right lens was realigned but again rotated off axis two days after realignment causing her blurry vision again. At the consumer's request, the surgeon was not contacted. There are two medical device reports associated with this event. This report is associated with the left eye.

Manufacturer narrative:
Evaluation summary: the product was not returned. Results from the product history review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. At the consumer's request, the surgeon was not contacted. (B)(4).